Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was completely blunt during surgery. An alternate knife was obtained in order to continue and complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that there was no patient impact to report.

Manufacturer narrative:
One opened knife sample was received by manufacturing. The returned, open sample was examined per facility procedure and was determined to be visually nonconforming due to excessive flash on the blade tip. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history was reviewed and this is the first complaint for the reported lot number and the first for the reported event. Excess flash to the tip of the blade like that observed on the returned sample can result in a complaint as described by the customer. The excess metal on the blade cutting edge was not completely removed during the manufacturing electropolish process. The returned sample is considered as an example of improper electropolish. Manufacturing is aware of this issue and the complaint was discussed with manufacturing operators. Review and training of this is issue was provided to the operators for awareness of the issue of knife blades with excess flash. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).